Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
510k: this report is for an unk - plates: 4.5 mm lcp proximal femur plate/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the patient had another periprosthetic fracture. The patient returned to md office 2 months post-surgery with complaints of pain at right hi area. X-ray completed in office and reveals a fracture of the plate and revision surgery was scheduled 4 days alter. During this operating room procedure, the femoral component of the original surgery was replaced with a new smith and nephew fracture plate implanted and would culture be done. Wound culture was negative. Procedure outcomes and patient status are unknown. Concomitant device reported: unknown screws (part# unknown, lot# unknown, quantity unknown). This complaint involves one (1) device. This is report 1 of 1 for (B)(4).